Event description:
Stryker biotech rec'd notification that a voluntary, anonymous, and unverifiable MFR and user facility device experience database (maude) event report was entered regarding an adverse event experienced by a pt who was allegedly administered op-1 putty in a cervical spine procedure. The report stated that the pt required reintubation and evacuation of a hematoma, and classified the events as requiring hospitalization and life threatening. Reporter info was not provided; therefore; follow-up and verification are not possible.